Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was not properly removing residual air from the cartridge. The customer was educated on the proper load techniques. There was no reported adverse impact to the customer¿s blood glucose level. Customer changed cartridge and infusion set to address the issue.